Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient suffered an unspecified post-operative infection. The initial da vinci-assisted surgical procedure was completed as planned. The following information is unknown: the source, type, cause, and severity of the infection, and what medical intervention (if any) was rendered due to the complication. The hospital is investigating the root cause of the infection. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.